Event description:
A nalu implanted peripheral nerve pulse generator (implantable pulse generator, ipg) failed before expected use date was reached. Surgery was required to remove failed ipg and replace with a new ipg. Manufacturer response for implanted peripheral nerve pulse generator, implantable pulse generator (ipg) (per site reporter). Nalu medical representative picked up the generator.